Event description:
Customer alleged blood glucose results of 751 mg/dl and 641 mg/dl were reported by the advantage system. Results above 600 mg/dl are outside the numeric reading range and the device should display "hi" for these results. Customer reported no symptoms with these results. Customer did not treat or act on results. A request was made for the return of the suspect device and replacement product was sent.